Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they indent on keypad - replaced keypad. Cracked display - replaced lcd display a review of the device history record showed the device had a manufacture date of 08/29/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged front case assy w/ keypad 8015 m2. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
The customer reported that the device will not turn on / off, keypad unresponsive, no power led, doesn't turn on. There was no patient involvement.

Event description:
The customer reported, that the device will not turn on/off. Keypad unresponsive, no power led, doesn't turn on. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted, once the failure investigation has been completed.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the device will not turn on / off, keypad unresponsive, no power led, doesn't turn on. There was no patient involvement.